Event description:
Additional information was received that patient was experiencing heart failure symptoms such as shortness of breath, fluid retention, and overall fatigue.

Event description:
It was reported that patient presented to in-clinic follow up feeling unwell. It was discovered that the left ventricular lead displayed a loss of capture. Chest xray confirmed the lv lead was dislodged. The product was explanted and successfully replaced. There were no patient consequences.